Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformance's or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical investigation: a temporal relationship exists between ccpd therapy utilizing the liberty select cycler, liberty set, safe-lock adp luer-lock adaptor and the adverse event of peritonitis, characterized by abdominal pain, fever and cloudy peritoneal effluent fluid. It is well established for those patients undergoing pd therapy are at high risk for infections of the peritoneum. The cause of the peritonitis can be attributed to contamination from a leak between the safe-lock adp luer-lock adaptor and the baxter extraneal solution bag during ccpd therapy on the liberty select cycler at home as reported by the pdrn. Though a leak was found between the safe-lock adp luer-lock adaptor and the baxter extraneal solution bag, the source of the infection was from patient contact supported by a well-known microorganism that colonizes in human nares and skin. It is within reason to assume there was inadvertent touch contamination from the patient at the leak site yet the safe-lock adp luer-lock adaptor and liberty set were not available for return to fresenius for product investigation. Based on the available information and in the absence of a product investigation, the safe-lock adp luer-lock adaptor cannot be excluded as the source of the contamination leading to this adverse event.

Event description:
It was reported that a peritoneal dialysis (pd) patient had a fluid leak from the safe lock adp luer lock connector and baxter extraneal solution bag (non-fresenius product) on (B)(6) 2020. The connector is not available to be returned because it was discarded. The patient stated that they were able to complete treatment and that they did not develop any symptoms, injury, adverse event, or require medical intervention as a result of the reported complaint. However, upon follow-up with the patient's peritoneal dialysis registered nurse (pdrn), it was reported this patient presented to the outpatient clinic on (B)(6) 2020 with symptoms of abdominal pain, fever and cloudy peritoneal effluent fluid. Peritoneal effluent fluid cultures were taken in the outpatient clinic on (B)(6) 2020 and presented with staphylococcus aureus and a white blood cell (wbc) count of 698/mm3. Per the pdrn, the patient was diagnosed with peritonitis due to contamination caused by leaking safe-lock adp luer-lock adaptor and baxter extraneal (icodextrin, not a fresenius product) during continuous cycling peritoneal dialysis (ccpd) therapy on the liberty select cycler at home. The patient was not hospitalized for this event and was initially prescribed intraperitoneal (ip) ceftazidime at 1000mg every day for two weeks and ip cefazolin at 1000mg every day for two weeks. Upon discovery of the microorganism in the peritoneal effluent fluid culture, the ceftazidime was discontinued, and the duration of the ip cefazolin was extended to three weeks. The patient has recovered from this event and continues ccpd therapy on the same liberty select cycler at home.